Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. Unknown batch no. Unknown. It is reported that during use of the unspecified bd¿ maxzero needle-free connector leaks are occurring between the maxzero 3ml syringes. The following information was provided by the initial reporter: customer has stated that leaks are occurring between the maxzero and the 3ml syringe.

Manufacturer narrative:
Investigation summary: a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event. Additionally, a lot number could not be connected to the device identified in the complaint, so bd investigators could not conduct a device history review for this event.

Event description:
Material no. Unknown batch no. Unknown. It is reported that during use of the unspecified bd¿ maxzero needle-free connector leaks are occurring . Between the maxzero 3ml syringes. The following information was provided by the initial reporter: customer has stated that leaks are occurring between the maxzero and the 3ml syringe.